Event description:
Brush head broke during brushing [device breakage] no adverse event [no adverse event] product counterfeit [product counterfeit] case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 24-nov-2017 that while brushing that morning with an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke. No symptoms were reported. Relevant history: none reported. No further information was provided. 04-dec-2017 consumer follow-up via e-mail: the consumer reported that he/she had kept the brush head in question, and it was from a pack of 4. No further information was provided.

Manufacturer narrative:
06-feb-2018 product investigation results: reporter returned toothbrush head on 10-jan-2018. Toothbrush head identified as oral-b flexisoft or precision clean brushhead on 10-jan-2018. Toothbrush head confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head broke during brushing [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that while brushing that morning with an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke. No symptoms were reported. Relevant history: none reported. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported that he/she had kept the brush head in question, and it was from a pack of 4. No further information was provided.